Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the ratcheting screwdriver handles was noticed to have a missing screw. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. This report is for one (1) ratcheting screwdriver handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: visual inspection: the ratcheting screwdriver handle (p/n: 311.023, lot #: t143121) was returned and received at us cq. Upon visual inspection, it was observed that all the components of the device were fell apart due to missing a screw. No other issues were identified with the returned components. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was missing components. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the ratcheting screwdriver handle (p/n: 311.023, lot #: t143121) as the device was fell apart due to missing screw. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part number: 311.023. Lot number: t143121. Manufacturing site: tuttlingen. Release to warehouse date: dec 22, 2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the ratcheting screwdriver handles was noticed to have a missing screw. It is unknown if there was a surgical delay. There were no patient and surgical involvement reported.